Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a hypoglycemic event with a lowest blood glucose of 64 mg/dl and used oral glucose tablets for treatment, with troubleshooting and education completed and no device alerts or alarms reported. Symptoms included hypoglycemia. Outcomes included temporary impairment with no medical intervention and no hospitalization. Investigation included complaint history review and user interview. Investigation of this case revealed no device malfunction and user-reported understanding following education. It was concluded that the event was related to hypoglycemia with cause unclear and that the device operated as expected.